Event description:
It was reported that the patients ipg was at the end of its battery life. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg is at the end of its battery life. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.